Event description:
It was reported during the procedure, the physician attempted to remove air with the syringe through the three way stopcock. The physician considered that air was leaking from the valve. There were no consequences to the patient as no air was introduced.

Manufacturer narrative:
We are awaiting return of the device. Once we have completed our investigation, a follow up report will be submitted.